Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female pt, the device failed to discharge and was unable to obtain an ECG reading via electrode pads. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.